Event description:
It was reported patient underwent a revision procedure eight months post implantation due to pain and tibial dislocation in knee. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical product: oss rs 20mm ls tibial bearing catalog # 161098 lot # 762730. Oss rs poly fem bushings set/2 catalog # 161034 lot # 462810. Oss rs axle catalog # 161035 lot # 006970. Oss poly lock pin catalog # 150478 lot # 530370. Oss poly tibial bushing catalog # 150476 lot # 479930. Report source: france. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure eight months post implantation due to pain and tibial dislocation in knee. During the revision, it was found that the wings of the yoke were ruptured, making the hinge unstable. The hinge was exchanged from the femoral axis to the tibial pin without complication. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and both of the fin features have fractured off the fins were not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates an initial left tka was performed on (B)(6) 2018, with subsequent revisions on (B)(6) 2021 and (B)(6) 2022 , and an aspiration for infection (B)(6) 2022 . A third revision occurred on (B)(6) 2022 due to pain and dislocation. During the revision it had found the yoke wings had ruptured, causing the hinge to be unstable. The hinge assembly and tibial bearing were explanted and replaced with new oss devices, no complications noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.